Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received five inappropriate shocks. Small r were noted as well as noise in the primary vector. Troubleshooting was performed in all vectors with noise observed in all three, however was not sensed in the secondary vector. A revision procedure was performed. The setscrew was not securely tightened on the electrode. The electrode was reseated in the device header and the setscrew was secured. Testing was successfully performed. No additional adverse patient effects were reported.